Manufacturer narrative:
Fin (B)(4). Customer was performing a tpe procedure and noticed air in the return line and warmer tubing, going toward pt. The operator paused the procedure and clamped the pt lines immediately. The operator states that the pt did not receive any air. Customer wants to know why there is air in the return line. After the pt had been disconnected, caridianbct support specialist requested the operator draw saline into the system to see where the air was entering the set. The only air in the set was from the return pressure sensor moving down the return line. The operator did not see any leaks in the set in this vicinity or around the pump loop tubing. No adverse health effects have been observed and no medical intervention occurred. The disposable set was returned for investigation without the following components: incomplete access and return lines, incomplete ac and saline lines, no bags at the end of the lines, no loop or channel. All tubing connections exiting or entering the cassette were sealed with residual tubing lengths of 2" to 16" remaining attached. No leaks were found via visual inspection, no dried blood on the outside of the cassette. Blood contained within the set displayed adequate anticoagulation as no clotting was observed within the remaining cassette contained fluid. All pressure sensors were visually observed, physically manipulated and appearances conformed to manufacturing standards. Conclusion: there was no failure of the product to meet manufacturing specifications, specific root cause is unk.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. Customer performed a tpe procedure using spectra optia. During run, approx half way through the procedure, the operator noticed air in the return line and warmer tubing, going towards the pt. (B)(6) was contacted and respectfully declined to provide any pt identification information pertaining to this record and asked not to be contacted again for this information. This report is being filed due to the potential for air being returned to the donor.